Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that he received an insulin flow blocked alarm. In troubleshooting blockage located at the site. High blood glucose level was 174 mg/dl. Infusion set was paced in arms, stomach, thigh. No further information was available.